Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and relocated per physician¿s preference. No device malfunction suspected. The patient was doing well postoperatively.